Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) found an issue with the preamp board and replaced it. The instrument runs within specification. The customer ran calibration and qc with acceptable results.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na, ci for gen.2 on a cobas 8000 ise module. The initial na result was 157 mmol/l and the initial cl result was 81 mmol/l. The primary tube was repeated with an na result of 134 mmol/l and a cl result of 96 mmol/l. The aliquot was repeated with an na result of 136 mmol/l and a cl result of 97 mmol/l. No questionable results were reported outside of the laboratory. The na cartridge lot number was z78. The expiration date was not provided. The cl cartridge lot number was r33 with an expiration date of 06-dec-2020.